Event description:
A female pt reported experiencing ocular itchiness, burning sensation, and light sensitivity after using comfort care gp wetting and soaking solution. Her symptoms increased over time until she could not tolerate lens wear. She sought treatment at a local clinic, was reportedly diagnosed with an infection and given gentamycin drops. She discontinued lens wear for two days and her symptoms resolved, however, when she retried the product, her eyes started to become symptomatic. She rinsed her lenses with saline and continued wearing them without problem. The treating physician declined to give info regarding her examination of the pt until she receives written consent from the pt; co is still waiting receipt of the pt's signed consent form. No add'l info is currently available, however, if add'l info becomes available it will be promptly reported. Corrective treatment: gentamycin drops.